Event description:
The customer reported that a series of "9" were displaying. A bolus of 0.5 units was programmed and was delivered successfully. During the call, the customer stated that she was hospitalized for high blood glucose of 537mg/dl. Troubleshooting was performed. Had customer to check the prime history and found that the customer did not prime the new infusion set. The customer was instructed to rewind, prime and reconnect to her body. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.